Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between his sensor glucose and blood glucose readings. Customer stated that he would typically have a sensor glucose value of 54 and get a threshold suspend alarm when his blood glucose would be 300 mg/dl or higher. Customer stated that he has been having trouble with many sensors. Customer stated that he gets change sensor and lost sensor alerts after 2 days of use. Customer stated that he has noticed bent cannulas in the past on previous sensors. Customer was advised that a replacement sensor will be sent.